Event description:
During an endoscopic procedure, the physician used a cook acrobat 2 calibrated tip wire guide. It was reported that the wire guide came out of the side of the sphincterotome approximately 1 inch behind the distal tip. As a result, the wire guide coating was stripped [subject of report]. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation evaluation: the product said to be involved was returned in a clear plastic bag. A lot number was not provided with the returned device. Our laboratory evaluation of the product said to be involved confirmed the report. The device returned with the wire guide partially inserted into the racetrack, and still advanced into the fs-omni-35-260 sphincterotome. Clear liquid was present within the plastic bag and racetrack. The distal coating of the wire was damaged where it had come through the split distal end of the sphincterotome catheter with the core wire exposed. The core wire was exposed 4.3cm to 5.8cm from the distal tip. The coating had peeled back and socked over but no portion appears to be missing. No other anomalies were detected with the device. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: our laboratory evaluation confirmed that the coating of the wire guide was damaged at the distal tip. A definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. However, the tip of the sphincterotome had split which may be attributed to the wire guide lumen partially splitting/ zipping during use. This split is a likely contributor to the coating damage observed on the wire guide. If additional pressure is applied to the wire guide and/or accessory device(s) while moving the wire guide inside the accessory device(s), this could contribute to wire guide coating damage. Prior to distribution, all acrobat® 2 calibrated tip wire guides are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.